Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not having 50% improvement in symptoms since implant and they were not even able to confirm if their therapy had any improvement in their symptoms. The patient reported urinary symptoms. The patient had this implant for bladder treatment. Patient stated they have felt stimulation sensation occasionally but not all the time. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with healthcare provider on the 10th.